Event description:
It was reported that a user experienced elevated blood glucose levels over several hours while using the ilet reaching a peak of 263 mg/dl. The user changed infusion supplies, later disconnected from the ilet, and administered insulin by injection, after which glucose trended down to 117 mg/dl. No acute symptoms were reported by the end-user. Outcomes included temporary hyperglycemia that resolved without medical intervention or hospitalization. Investigation included customer counseling, device use review, and troubleshooting. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined, with possible factors including infusion set or site performance late in wear. It was concluded that the event was user-managed and that a definitive device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.